Event description:
Customer reported that they missed an anti-jk (a) on their tango with biotestcell 3. The customer could send us neither the pt sample nor the complaint sample of biotestcell 3. The affected lot of biotestcell 3 (retention sample of quality control laboratory) was tested with an polyclonal anti-jk (a) and reacted correctly positive. Furthermore the affected lot of biotestcell 3 was tested with a two-fold serial dilution of the polyclonal anti-jk (a). The jk (a) positive cells of biotestcell 3 showed a "normal" expression of the jk (a) antigene.

Manufacturer narrative:
(B)(4).